Manufacturer narrative:
Additional device implanted and involved in this event: tgt3420/8158551. Udis for the lots are as follows: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, total aortic arch replacement with open stent graft was performed. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic dissection using gore tag thoracic endoprostheses. The left subclavian artery was also coil embolized. It was reported that paraplegia was identified after the procedure, and medical treatment with steroids was administered. No further adverse events were reported.